Event description:
It was reported that during a craniotomy the navigation communication unit would not function, delaying the start of the procedure by 30 minutes. Backup equipment was used to successfully complete the procedure. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device has not yet been returned to the MFR for eval. A f/u report will be submitted if the product is returned, and if the investigation results require.